Manufacturer narrative:
H10: device evaluation: one continuous positive airway pressure (CPAP) device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was intact upon receipt, all four knobs were cracked, and the battery cover was cracked. Error codes from the event history log (ehl) are not available. The customer reported issue was confirmed, the manometer luer connection was found to be loose. The root cause would be attributed to customer impact on the device. The luer connector was re-tightened to correct the issue. The previous service history has been reviewed and deemed unrelated to the current customer reported problem. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device had a broken gauge connector. No patient injury was reported.